Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the disposable grasping forceps impacted a stone when attempting to grasp and extract it. The issue occurred during a percutaneous cholangioscopy procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation and the information provided, the subject device was not returned. The detailed circumstances under which the reported event occurred are not known and the root cause could not be identified. Olympus will continue to monitor the field performance for this device.